Event description:
It was reported to philips that the ready for use indicator on the device displayed a red 'x' coincident with a chirping alarm. There was no reported patient or user involvement and no adverse patient/user impact.